Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unexpected loss of power could not be duplicated or confirmed. Ventec downloaded the device's electronic records for analysis but did not observe any power on discrepancies which would indicate an unexpected loss of power had occurred. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.